Manufacturer narrative:
The field service representative (fsr) replaced the level detector. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the ultrasonic level sensor to function as intended during both ambient temperature and cold chamber testing.

Manufacturer narrative:
Corrected block: h10. Updated block: h6. In the previous medwatch, it was stated that the product functioned as intended. The product surveillance technician (pst) actually observed the level sensor to have flattening of the sensor tip and to not function as intended during both ambient temperature and cold chamber testing. Per data log analysis, the provided logs were exported before any testing was performed on the level module. There is no indication of a problem in the log. The level module was last used on (B)(6) 2019, no issues on that date either.

Manufacturer narrative:
The level detector was returned to the manufacturer for further evaluation. This complaint is related to cr-75112 / medwatch #1828100-2019-00503.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level detector failed release testing, specifically the thick wall test. There was no patient involvement.